Manufacturer narrative:
H3: product analysis: evaluation could not duplicate the reported malfunction of temperature increase in the attachment. However, it was noted that the distal bearings in the attachment were misaligned and the laser markings were faded. G3: analysis performed date used as the aware date, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, the attachment experienced a temperature increase. There was no patient impact in this event.